Manufacturer narrative:
Based on the reported info and evaluation of the returned product, the findings were as follows: the unit was received with the 6 inch trans teeth a little worn but still functional. The shock cushion had moved forward in the handle and was impeding the 6 inch trans from going into the handle as well as the handle from locking down. The root cause is that this design did not include a lip on the unit to hold the shock cushion in place as the device ages. This design was changed through a recent document control order (dco) to add this feature.

Event description:
It was reported that the unit would not clamp when the pt's head was positioned. It was unk if the pt was injured. Additional clinical info has been requested, however, no additional info has been provided.